Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated coil') and caesarean section ('caesarean') in a 25-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. Concurrent conditions included pancreatitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy with healthy baby / pregnanct (no complication)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). At the time of the report, the device dislocation, caesarean section and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered caesarean section, device dislocation and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: additional pregnany case linked to main case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Lot number: 508292, manufacturing date: 2005-06, and expiration date: 2007-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated coil') and caesarean section ('caesarean') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. Concurrent conditions included pancreatitis. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient was found to have a pregnancywith contraceptive device ("post implant pregnancy with healthy baby / pregnanct (no complication)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). At the time of the report, the device dislocation, caesarean section and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered caesarean section, device dislocation and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: additional pregnany case linked to main case (2017-246055) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received- new event device dislocation and caesarean section was added. Seriousness criteria removed for pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.